Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received failed battery alert and multiple pump error alarms. The customer¿s blood glucose level was 7.1 mmol/l. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 63 confirmed in device history with variable due to software anomaly. Pump error 53 noted in formatted history file due to software error. No pump error 79 alarms noted during testing.